Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse arrived at the site to address the reported event. He inspected the connections on the injection valve and found the stator face was clogged. The stator face was replaced. Fse then ran several patient samples with good results and no high pressure errors. The customer called back later that day to report that she was getting high pressure errors again. Fse instructed the customer to perform drain flushes and keep running. She reported getting intermittent high pressures after the intervention. On (B)(6) 2017, fse returned to the site for reintervention. Inspection of the device found the l-6 line was clogged, obstructing the buffer from getting to the prefilter. Fse replaced the l-6 line. He subsequently ran several patient samples with good results. No further action was required by field service. The most probable cause of the reported event was due to clogged I-6 line.

Event description:
On (B)(6) 2017, the customer reported high pressure alarms with their g8 analyzer. The customer checked the column and filter fittings and replaced the filter twice. No leaks were visualized; however, the high pressure alarms persisted. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.